Manufacturer narrative:
Concomitant medical products: product ID: h601h29, heart ring, implanted: (B)(6) 1994; 694965, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure, the lead "came back" after trouble during catheter slitting. The lv lead was removed and, replaced with a different lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.